Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical request was submitted by the clinical team member stating that the customer experienced high blood glucose level and diabetic ketoacidosis. Customer's blood glucose value was 438 mg/dl at the time of the incident. Another blood glucose levels were 301 and 340 mg/dl. Customer stated that the infusion set cannula had bent. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.